Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted in hospital due to an episode of ventricular tachycardia. It was noted that high capture thresholds were observed on the atrial lead. The atrial lead was capped (B)(6) 2020. The procedure was successful. The patient was stable.